Manufacturer narrative:
Concomitant medical products: d314drg ICD, implanted: (B)(6) 2011. This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported there was an impedance warning and the lead displayed high thresholds. A request for additional information was made but not received. The lead remains in use and no patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The patient's ejection fraction improved over time and there has not been delivery of therapy. Re-programming was performed, and the detection's and therapies were "turned off." The physician discussed replacement of the lead with the patient and the patient wanted "to hold off at this time."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The lead was capped and replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The leads' pacing impedance was high.